Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter and spring wire guide were kinked before use on a patient. No patient involvement reported.

Event description:
It was reported the catheter and spring wire guide were kinked before use on a patient. No patient involvement reported.

Manufacturer narrative:
(B)(4). The customer returned arterial swg/catheter assembly (from sac kit) for evaluation. The kit packaging was not returned for analysis. No signs of use were observed on the returned sample. Visual examination revealed two kinks on the guide wire body. The guide wire guard was also slightly creased in the same corresponding locations. One of the kinks on the guide wire also caused the catheter body to become kinked. The kinking observed on the guide is consistent with defects related to shipping and handling of sac sets. No other defects or anomalies were observed. The prominent kink/bend in the guide wire was located 112mm and 129mm from the distal end. The total length of the guide wire measured to be 9 7/8" which is within specifications of 9 21/32"-10" per the product drawing. The outer diameter of the returned guide wire measured to be 0.017" which is within specifications of 0.017"-.0180" per product drawing. A manual tug test confirmed the distal and proximal welds were secure and intact. A device history record review was completed with no relevant findings. The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire contained two kinks. The words "do not bend" are clearly visible on the front of the lidstock, which is intended to heighten customer awareness and mitigate the risk of kinking the components during storage and shipping of this product. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.